Manufacturer narrative:
B1. Adverse event and/or product problem(e.g. Defects/malfunctions) ; corrected information ; initial MDR inadvertently omitted information known prior to submission b2. Outcomes attributed to adverse event ; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was discovered that high impedance was caused by incomplete pin insertion. Patient underwent surgery and the hcp re-inserted the pin and the impedance of lead was examined as normal. No other relevant information has been received to date.

Event description:
It was reported that during a clinic visit the patient was seen to have high impedance. The patient also reported an increase in seizures. An x-ray was taken and reviewed by the physician in which no anomalies were identified on the x-ray. The x-rays were provided for the manufacturer's review in which no anomalies could definitively be identified. The pin appeared to not be fully inserted into the generator, however based on the angle of the generator in the chest pocket, it is unclear if this appearance of the pin not being fully inserted is due to tilt of the generator. No conclusion can be drawn on the root cause of the increased seizures, due to the lack of information available.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.